Event description:
It was reported that a shaft break occurred. The target lesion was located in the tortuous left circumflex (lcx). The shaft of a 2.75mm x 20mm emerge balloon catheter broke when the physician pushed the balloon up through the femoral introducer. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis with blood in the wire lumen. The balloon was loosely folded. There were multiple hypotube kinks. The hypotube was completely separated from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the shaft break approximately 12 inches from the end of the balloon and was fractured while it was being placed into the body. However, it was retrievable before it ever entered the body. The degree of the stenosis was moot since the balloon never entered the body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).